Event description:
The user reported that during use of this guide for an acl procedure, the tip broke off in the surgical site. The tip was retrieved and the surgeon completed the procedure using another femoral guide. There was no pt injury or significant surgical delay related to this event.

Manufacturer narrative:
Conmed linvatec received this device for eval. An investigation of this failure remains in process. A f/u report will be sent upon completion of the investigation. The info for use (IFU) provides the following precautions: inspect instrument prior to use to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Exercise care in the use of the device to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Inspect instrument after use to ensure it has not been damaged.